Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s wife reported via phone call that the customer experienced high blood glucose level. The customer¿s blood glucose level was 419 mg/dl at the time of incident and other relevant blood glucose levels were 311 mg/dl and 444 mg/dl. Customer stated that the insulin did not go through the needle it went on the tubing. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature of insulin pump was inactive. Customer was treated with correction bolus. Customer did not allege that insulin pump was under delivering. The insulin pump will not be returned for analysis.